Event description:
Emergency generator delivered excessive/erratic voltage (195vac) to all emergency receptacles, lighting, & fire alarm systems. All medical equipment connected to the receptacles were damaged, ie, defibrillators, infusion devices, vital signs monitors, EKG machines, etc. Non-clinical equipment damaged-fire alarm, computers, battery chargers etc. No pt, employee, or visitor was injured. Medical equipment is being repaired, tested & calibrated by the biomedical dept & factory services. A portable generator is connected for emergency power.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-95. Service provided by: independent factory trained/authorized service organization. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, performance tests performed, visual examination. Results of evaluation: electrical problem, electric problem - short circuit, electrical problem - open circuit. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.